Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee arthroplasty, the surgeon was having a difficult time inserting the trial. He used a mallet to impact the trial. Upon removing the trial, it was discovered that it was broken. All pieces were recovered.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Verified item lot combination and reviewed manufacturing date as tasp lot 64226178 exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. The persona surgical technique instructs that gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. The root cause is attributed to use error as the tasp was impacted with a mallet. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.